Event description:
It was reported that an ilet pump¿s screen was blank and unresponsive, and the device would not power on despite a charging indicator light and a prolonged sleep/wake button press while on the charger; a replacement device was arranged and delivered, and the user was advised that the original device would no longer be water resistant and to maintain backup therapy. Symptoms included no device alarms and no reported adverse clinical effects. Outcomes included interruption of ilet therapy and transition to backup diabetes management until the replacement was in use. Investigation included customer care troubleshooting, verification of power and charging status, and collection of device identification with instructions to sync data prior to return. Investigation of this device revealed a nonfunctional display or power control issue consistent with a hardware malfunction of the pump user interface, with no evidence of injury. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the display or associated electronics.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."